Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to determine if any other product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being transported by ambulance to the hospital and admitted after losing consciousness and experiencing elevated blood glucose levels on (B)(6) 2026, following more than 48 hours of pod wear on the abdomen. Blood glucose levels were reported to be above 400 mg/dl at the time of the event. Reported symptoms included nausea, and the patient suspected being ill with a possible stomach virus. The patient was diagnosed with diabetic ketoacidosis and was treated with an insulin drip and insulin injections during the hospital admission. Additional medical treatment reportedly included medication to help relax the patient, and the patient was reported to have been restrained due to becoming combative. The patient reported that the omnipod 5 app displayed an error message reading ¿critical alert sensor failure¿ at the time of the event. The patient attributed the event to a cannula failure; however, he was unable to provide additional details regarding the suspected failure and stated that the cannula was not visible upon pod removal, which suggests a potential needle mechanism failure. The status of the pink slide could not be confirmed. The patient was discharged on (B)(6) 2026.